Event description:
It was reported that following the implant, the patient felt acute pain when stimulation is turned on. The patient felt pain in lower back especially when he got up to walk. Patient stated that the stimulation doesn't relieve pain completely. Patient had been reprogrammed 2-3 times and has tried increasing stim and changing programs. About one month ago patient accidentally hit the increase stim button and ended up turning the stim up too high. His muscles from the waist down jumped. Patient was able to turn stim down and was fine after that. The patient experienced coupling and communication issues, but after two attempts of the antenna locate feature, the 8 coupling bars were achieved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was last seen at his physician's office on (B)(6) 2011. It was also noted the patient did not report the event to his physician's office. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, (B)(4).